Event description:
It was reported that during surgery, the umbrella valve from the pulsavac plus gun was separated and rinsed deep into the wound. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
Device was not returned for evaluation. However, only the umbrella valve was returned. Testing was performed on the valve by placing the valve in a new unit and performance testing the unit. The reported issue could not duplicate problem. This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacturer's facility in january 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the dover, oh facility.